Event description:
Both the true result and true2go blood glucose meters have given me numerous incorrect readings. They will show extreme lows when I am not having severe hypoglycemia. I have verified this by double checking the readings with two other brand meters, both different. True result and true2go have sometimes had a 50% margin of error in the bg readings. At times, they would show my bg in the 30's -which should have rendered me incapacitated- when I was in fact in the 60's or 70's. I reported the problem to home diagnostics numerous times and went through four different meters and many batches of test strips. I have been testing my blood sugars for over ten years and this was not user error. My endocrinologist requested my insurance company to give me a different brand of meter due to its unreliability. I have an email, written to the nurse at his office showing some of the erratic readings and how they compare to the other two meters I used to confirm them. I can send you this email if you like. Dates of use: (B)(6) 2010 -(B)(6) 2010. Diagnosis or reason for use: blood glucose testing for diabetes.